Event description:
A customer reported to baxter (B)(4) a one-link needle free IV connector in which a no flow was observed. According to the report, the double-lumen peripherally inserted central catheter (PICC) line was blocked. Tissue plasminogen activator (tpa) was instilled on the red port and was left sitting for two hours. After two hours, the tpa was removed and the port was flushed with normal saline. It was observed that there was a reflux of blood in the gray port up to the engaged slide clamp. No blood was present prior to the removal of tpa. The gray port was removed and a new one-link was used. There were no reports of patient injury, adverse events or medical intervention reported related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an onelink IV connector in which backflow occurred was being administered through the reported set was not confirmed during sample evaluation. No defects were identified during visual inspection and during test for occlusion by flushing 10 cc of saline using normal thumb pressure. No root cause could be identified.